Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the device was not working properly. There was reported no consequence to the patient. Upon visual inspection of the returned device, it was seen that one of the jaws of the holding forceps was broken.this report is for holding forceps. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part 351.782, lot t187329: manufacturing site: (B)(4). Release to warehouse date: april 01, 2020. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: upon visual inspection, it is seen that one of the jaws of the holding forceps was broken. The device shows normal wear consistent with use. A functional assessment could not be performed as the complaint device was broken, but the broken condition could have caused the functionality issue. The following current and manufactured to drawings were reviewed. The complaint condition was confirmed for the holding forceps as it was broken. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.